Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The probable cause of the error code b30 was likely due to the confirmed video connector failure. Error code b30 indicates error code which is displayed when scope communication error occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed communication error b30. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.